Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) has a processor error that appears on display.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d8, d9, g1 (contact office, contact person ¿ mfg site), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service ebgineer (fse) was dispatched to evaluate the unit. Fse reported preventive maintenance was performed on the iabp as requested. However, the equipment was showing an autofill error when initializing. After analysis, it was found that the pressure compressor had a problem and it was necessary to replace it, because it was not presenting the correct pressure. The fse replaced the compressor and the safety disc to resolved the issue. All tests were performed.